Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of chest pain. An echocardiogram confirmed a pericardial effusion due to perforation. Associated with this was evidence of decreased pacing impedance measurements, loss of capture (loc) at maximum outputs and pulsating pain upon rv stimulation. Surgical intervention was performed and attempts to reposition the lead were complicated by helix issues. The lead was explanted and replaced without incident. No additional adverse patient effects were reported.